Manufacturer narrative:
The customer declined the option to have the reported glidescope core 10-inch monitor returned to verathon for evaluation. Since the device was not returned for evaluation, the cause could not be determined. Follow-up communication received from the customer reported that the monitor was working fine following the reported event. Verathon provided additional troubleshooting guidance to assist with isolating the reported issue to another system component such as the cable or laryngoscope used with the monitor during the reported event. No further information has been made available from the customer and the subject device is no longer anticipated to be returned for evaluation at this time. Review of complaint history for the reported glidescope core 10-inch monitor serial number "(B)(6)" did not identify any previous complaints reported to verathon. Trending analysis for the glidescope core monitors does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized by verathon. Corrective action is currently not required at this time. Verathon will continue to monitor for any ongoing trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope core 10-inch monitor, the picture was constantly freezing during intubation. The customer reported checking all connections and disconnecting/reconnecting to power with no resolution. The procedure was completed using an unknown backup device which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported. Following the procedure, the customer restarted the glidescope core 10-inch monitor with the same blade attached and the picture was unfrozen.